Event description:
It was reported that the patient underwent gynecological on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence secondary to intrinsic sphincter and urethral prolapsed. It was reported that patient underwent additional implantation of mesh during explantation of mesh (due to stress urinary incontinence) on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.